Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent a fixation of the tibia and fibula on (B)(6) 2018. During the surgery, the surgeon tried to fix the fibula and tibia with a cortex screw. When the surgeon drilled the fibula using a drill bit, the tip of the drill bit broke. There was no reported surgical delay. The procedure was completed with no adverse consequence to the patient. This report is for a 2.0mm drill bit with depth mark. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot: part: 323.062. Lot: 8552343. Manufacturing site: bettlach. Release to warehouse date: 31.jul.2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: visual investigation: a portion of approximately 20 mm on the tip is broken off. The regular twist on the remaining shaft as well as on the broken off part was distorted on the entire length. There are visible wear and marks on the remaining side edges and the broken off portion is bent. Dimensional inspection: because of the existing damage only the drill bit diameter could be checked and was found to meet the specifications: drill bit diameter measured with caliper 3-01-19789, target dimension: 2 +0/-0.03 mm and actual dimension 1.97 mm / pass. Hardness review: the review has shown that the hardness of the components after the heat treatment process met the specifications of 52 +3/0 hrc. Conclusion: the received condition agree with the complaint description and the complaint therefore is confirmed. The visual defects on the five years old drill bit coincide and provide evidence that at the time of surgery the device was subjected to mechanical overloading. The remaining cutting blades are blunt and damaged and the broken off portion is bent. The device in question is a multi-use instrument, therefore, the condition of the cutting blades prior to the operation in question is unknown. The important information leaflet describes the recommended instrument inspections for reprocessing operations before reusable device operations. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.